Manufacturer narrative:
Per tandem¿s user guide: ¿do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system.¿the device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Reportedly, customer used apidra insulin and tandem's technical support educated customer on cartridge/insulin labeling. There was no reported impact to blood glucose. The supplies were changed to address the event and insulin delivery was resumed.